Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative device reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon was attempting to transect the renal vein in a laparoscopic nephrectomy procedure, the staple line was incomplete distally. Clips had to be placed over the section of the renal vein where there were no staples and was cut with laparoscopic metz scissors where the stapler had not cut. It was also reported that a piece of yellow plastic from the staple cartridge fell into the patient's abdomen and the surgeon removed it with a laparoscopic grasper. When the plastic was retrieved from the patient's abdomen, it was compared to another plastic guard from a package that had just been opened. It was determined that the one in question was incomplete although the surgeon was certain there was no plastic remaining in the patient's abdomen. There was no patient injury.